Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter and test strips where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method. At 11:33 a.m. The result on the meter was >8.0 inr. The customer re-tested on the meter using a different finger at 11:44 a.m and the result was 7.9 inr. At 1:00 p.m. The result from the laboratory was 4.5 inr. The customer's therapeutic range is 2.5 - 3.0 inr. The customer's warfarin was withheld for 4 days based on the laboratory result. The customer is in stable condition.